Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and two (2) suprarenal aortic extensions on (B)(6) 2014. Secondary procedure was completed on (B)(6) 2016 for an unknown reason and the patient was implanted with an afx2 bifurcated stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there were substantial evidence to support the following reported events: type iiib endoleak of the main body and sac growth. The complaint is most likely device related; use of the strata material was most likely the contributing factor for this event. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).

Event description:
Addition information received confirming that the physician originally suspected the patient had a type iiib endoleak with aneurysm enlargement per ultrasound and prior to the secondary procedure on (B)(6) 2016; CT scan on a later date confirmed the reported product problem and adverse event.